Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was currently receiving clonidine with concentration 100 mcg/ml at a dose rate of 50 mcg/day and morphine with concentration 10 mg/ml at a dose rate of 5 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that incorrect programming occurred at a pump refill on (b))(6) 2016. And the patient experienced symptoms on (b))(6) 2016. The patient was lethargic, weak, and sweaty. The change in therapy/symptoms occurred suddenly. The patient was in an emergency room (ER). The reporter (hcp) had spoken to the patient's managing physician and it was confirmed that the pump was filled with a different concentration, but the pump was not updated with the new concentration. Regarding the new medication, the pump was to administer hydromorphone with concentration 25 mg/ml at a dose rate of 12.5 mg/day and clonidine with concentration 100 mcg/ml at a dose rate of 50 mcg/day. The reporter (hcp) wanted to have a company representative aid in stopping the pump temporarily.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.